Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with covidien electrodes. The customer states that the patient had a reaction to the electrodes. The patient reported itching, stinging/burning sensation (not due to heat or shock), bruising, welts and hives or had an allergic reaction. The customer further reports the reaction on all locations equally from the electrodes. The patient was prescribed medication due to the event. The skin was cleaned with soap and the electrodes were changed daily.

Manufacturer narrative:
Please see the below investigation results: a device history record (DHR) for the lot number could not be reviewed because the lot number was not provided with the complaint. A sample evaluation was not completed because complaint samples were not provided, and not expected per complaint report. Photos of the patient were provided, and there was the appearance of red marks on the patient. The gel is the main component of the electrode which takes the electrical signal from the heart and transmits the energy from the patient to the machine. The electrode is a passive device from which energy is only transferred from the body to the monitor. No energy is being delivered to the electrode. Due to the nature of the patient's reaction to the electrode, the most likely root-cause is that an allergic reaction to the gel may have occurred. Biocompatibility studies are performed on the gels according to the guidelines defined in iso 10993-1. Each gel and electrode manufactured in this facility must pass cytotoxicity, primary skin irritation, and skin sensitization testing before it can be distributed for commercial sale. Each hydrogel offered for sale by covidien has passed all three tests to ensure the highest quality medical hydrogels available. In addition, all hydrogels manufactured at this facility must comply with iso 10993-1, iso 10993-5, and iso 10993-10 standards. Skin reaction such as those experienced by the patient could be the result of an acute sensitization response to the material components that make up the electrode. Therefore, no further corrective actions will take place. We will continue to trend for similar reports and implement further corrective actions if indicated. This complaint will be shared with the charts/sensors/hydra focus factory to promote awareness. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.